Event description:
It was reported the customer had a motor error alarm on their insulin pump. Customer's blood glucose was 143 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test and displacement test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm or no delivery alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.